Event description:
It was reported that approximately one month after implant the patient developed a pocket and systemic infection. The implantable pulse generator (ipg) and leads were explanted. It was also noted that the thresholds on the right ventricular lead were high. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Ventricular capture management trend shows threshold between 0.5 and 0.625 volts, which is within normal range. Concomitant product: addrl1, ipg, (B)(6) 2014. (B)(4).